Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number gd882647 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis and irritable bowels in a male patient (age not reported) coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient was admitted to the hospital for an unreported diagnosis. On (B)(6) 2011, the patient experienced peritonitis. The nurse stated that the patient initially was admitted to the hospital for peritonitis and then had irritable bowels on an unreported date. The cause of the peritonitis was unknown. Treatment provided for the events was not reported. It was not reported whether the patient was discharged from the hospital. At the time of this report, the patient was recovering from the events. On an unreported date, dianeal pd4 ultrabag therapy was withdrawn. Concomitant medications were not reported. The nurse stated that the peritonitis was unrelated to dianeal therapy. The nurse did not provide an opinion of causality for the event of irritable bowels.